Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, 1st inratio: 3.5, 2nd inratio: 1.8, 3rd inratio: 3.8. Patient's therapeutic range is: (2-3).